Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Reportedly, there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/27/2016 with the following findings: during visual inspection of the pump, it was observed that the battery compartment and the returned battery cap were undamaged. A leak test was performed and passed therefore there were no leaks in the pump. There was moisture corrosion observed in the battery canister and on the cap. The pump was opened and there was no further moisture ingress was found inside the pump.